Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high impedances, oversensing in the form of an increased sensing integrity counter (sic), and a possible fracture. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.